Event description:
It was reported that during a routine follow up the physician noticed an unexpected decrease in remaining battery longevity with this pacemaker. Approximately three years ago the device was programmed to vvir mode due to chronic atrial fibrillation (af). At a previous follow up on 02 april 2019, the estimated remaining longevity was seven and a half years. At the most recent follow up on 28 february 2020, the remaining longevity had decreased to five and a half years. The physician decided to shorten the time between the next follow up appointment (6 months), with an expected date of (B)(6) 2020. No adverse patient effects were reported. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased two years between eleven month follow-ups, no significant change on parameters. A closer follow-up was scheduled and the patient did not present, the clinic was unable to contact the patient to schedule a new follow-up. This device remains in service. No adverse patient effects were reported. The complaint device still remains in service based on available information; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.